Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: intellis, product ID: 97755-s (serial#: (B)(6)), product type: 0213-recharger, brand name: intellis, product ID: 97745 (serial#: (B)(6)), product type: 0201-programmer, patient brand name: product ID: m995402a001 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Regarding an external device. It was reported, that they were having issues charging their implant. And the issue began yesterday. Patient stated, they had the recharger in and it was charging and they laid the controller down on the bed and when they went back, the controller screen went dead. And for the longest, they couldn't get the controller to come back on. Patient noted, they reset the controller. Patient noted, the screen was supposed to say recharging excellent on the batteries screen, but does not. Agent instructed patient to check for damage. No visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller. Patient confirmed, green flashing light on the controller. Controller showed 80% recharging and implant 30%. Agent instructed patient to start a charge session. Controller showed, the batteries screen, but does not show implant was recharging. Patient confirmed, recharger plugs in tight into the controller. Agent instructed patient to remove the recharger and clean recharger pins and controller port, then start a charge session. Implant does not show recharging. Patient, then connected the recharging cord and patient saw software problem 1-intellis, 2-3.6, 3-244, 4-battery monitor. Agent walked patient through resetting controller to clear the message. The issue was not resolved. Patient mentioned, historical information. Patient mentioned, their blood pressure got sky high when they ran into the issue. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported, that they had received 2 packages yesterday from fedex, both of which contained rechargers. Patient stated, they were supposed to be receiving a replacement controller, based off of their call 2 days ago. Agent reviewed notes and confirmed, with agent, that recharger was the correct replacement component. However, patient reported, their controller was completely dead and they were in excruciating pain. Agent, had patient plug controller into ac power supply and patient confirmed, green light on ac power supply, but reported no light above controller screen. Agent, had patient remove battery pack and plug controller into ac power supply. And patient reported, controller screen did not power on. Agent emailed repair for replacement controller. And instructed patient to confirm, they are able to charge ins with replacement controller and original recharger and, if so, to send back 2 recently received rechargers. Agent instructed patient if there are any issues charging ins once replacement controller is received, to try one of the replacement rechargers and, if that resolves the issue, to send back original recharger and one of the recently received rechargers. A replacement controller was sent out. Additional information, was received, from a patient (pt). It was reported, that they received the replacement rechargers yesterday and the controller today. Patient stated, that they cannot turn the controller on and have tried 3 times now. A replacement battery pack was sent out.